Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema, elevated iop and decrease/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively determined. MFR# reference: (B)(4).

Event description:
The surgeon reported that following an uneventful left eye cataract plus trabecular micro bypass stent procedure, the patient presented on postop day one (1) with significant hyphema described as 30% blood in the anterior chamber (ac). The hyphema was associated with light perception vision and elevated iop. Through follow-up the surgeon characterized the hyphema as grade ii (1/3-1/2 anterior chamber vol.). The elevated iop was treated with additional medications and paracentesis (¿burped paracentesis¿). The surgeon conferred with glaukos medical monitor who reported that the patient was doing better with hyphema clearing and the iop controlled. The surgeon will monitor the patient.